Manufacturer narrative:
The complaint can be verified. Based on the history analysis, the pump had high power consumption. A defective component in the power supply path led to a leakage current. Therefore, the battery had to be changed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurred. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The adapter passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient has experienced hyperglycemia (398-hi mg/dl) since (B)(6) 2013, and the infusion device went into the stop mode by itself. The patient changed the battery and infusion set and then delivered a correction via insulin pen. The patient and his parents believe the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation.